Event description:
It was reported the patient experienced pain at the pocket site due to the ipg moving from it's original location. Over time, the pain at the ipg site got better.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.